Event description:
Falsely elevated troponin I results of 1.52 and 1.36 ng/ml were obtained on two pt samples. It is unk if the results were reported to the physician. The same samples were tested on the same instrument and negative results were obtained. No info was provided regarding pt treatment. Unable to determine adverse health effects due to the falsely elevated troponin I result. The most likely cause for this event was pre-analytical sample handling issues.